Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection of the showed that the device was in excellent condition. During occlusion testing, the issue was unable to be duplicated. The root cause of the issue could not be determined. Replaced plunger cable as a preventive measure. Performed occlusion testing and all functional tests which passed.

Event description:
It was reported that there was a force sensor bridge test error. No patient injury was reported.